Event description:
Pt received a puva treatment (ongoing for 2.5 years). Something either was wrong with what tech entered or machine is defective. It resulted in pt having 2nd degree burns on their entire body except hands and feet.